Event description:
Customer reported receiving erratic readings on their precision xtra blood glucose meter within 10 minutes. Results of 19 mg/dl, 299 mg/dl and 307 mg/dl were plotted on a parkes error grid. The results fell into the "c" zones showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All results were within range specifications and no errors were observed during control solution testing. According to the memory log of the returned meter, the values given by the customer were found. Note: it should be noted that this meter does not give a numeric value for readings less than 20 mg/dl. A "lo" display message indicates a reading less than 20 mg/dl.